Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level ranging from 586-high mg/dl (specific value was not provided). Reportedly the customer¿s diabetic educator assisted with changing the pump supplies to address the elevated bg. Customer administered a correction bolus via the pump and delivered a manual insulin injection. Customer resumed insulin delivery

Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.